Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. At 1:30am the customer's blood glucose level was hi mmol/l. Later in the morning, the customer's blood glucose levels were still reading hi mmol/l and the customer had ketones of 3.7. At 8:30 am the patient received an occlusion error/alert on the infusion device; the mother changed the cannula and cartridge. At 10:30 am the customer's mother transported the customer to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the customer was treated with pen therapy and was monitored. The mother feels that the device is not correctly delivering insulin, which resulted in the high blood glucose levels. The customer was hospitalized for one day.